Manufacturer narrative:
Suspected root cause: based on the info available and from visual examination of the returned device, possible suspected root cause is that the bone tunnel was too tight. This results in excessive torque being required to insert the screw which causes excessive flattening of the screw threads.

Event description:
During acl reconstruction surgery, it was reported that the 9 x 28mm screw 'didn't fit/ bite' during insertion. There was a delay of 3 min. There were no adverse consequences.